Event description:
The customer stated she was taken to ER for high blood glucose levels. The customer stated that the insulin pump did not allow her to bolus enough insulin to lower her blood glucose. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. The insulin pump passed the drive system tests. Unable to perform further testing due to the prime anomaly.